Event description:
This was a spontaneous report received from a female consumer reporting on herself. The consumer used one bengay moist heat therapy pad (no active ingredient) to treat bursitis (frequency and dates of use unspecified). In 2009, the consumer took the pad off after four and one-half hours and a layer of her skin came off. As of that date, it was unknown if product use continued and the outcome of the events was unknown. The case is serious (medically significant).

Manufacturer narrative:
The product was not returned for failure analysis / laboratory testing. It cannot be ruled out that the product may have possibly caused the event.